Event description:
A programming history review was performed on (B)(6) 2013 which found data from the date of implant, (B)(6) 2010 to (B)(6) 2012.

Event description:
Clinic notes were received reporting events in regards to a vns patient's office visit on (B)(6) 2012 which note that the patient has been experiencing an increase in seizures in the last three to four weeks. The patient was reported to have 2-3 spells per week. Per the notes, the physician stated that the recent increase in seizures could be related to the patient's bowel disturbance; however, an eeg was recommended and the relation was not clarified. It is unknown what the relationship is of the increase in seizures to pre-vns levels. Attempts for additional information will be performed.

Manufacturer narrative:
Event date: initial MDR inadvertently had incorrect event date in this field.

Manufacturer narrative:
Analysis of programming history.